Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station repeatedly went black on all in one (aio) screen when not in use. A field service engineer replaced power supply to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es would intermittently go completely black on the display screen. User stated that the computer would be on, could see illumination around the edges of the screen but was unable to access or use the device. When this malfunction happened the inpatient pharmacy staff had to shut the pyxis down via the switch in the back, unplug the power from the wall and then wait for 2 to 5 minutes for the pyxis to fully power down. Once fully powered down, user was able to plug it back in, turn it back on with the switch, and it booted back up and worked as intended. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.